Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for blood glucose levels above 600 mg/dl. Prior to the event, the customer experienced excessive thirst and frequent urination. The customer was also tired and sleepy. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer stated that she would call back with the tubing clamp once she got home. Nothing further was reported.